Manufacturer narrative:
Other, other text: d10, h3, and h6. - evaluation codes: updated. Device evaluation: one device was received for investigation. Visual inspection noted the device was in very good condition. It was noticed that on the box was one manufacture year and on the pressure chambers another manufacturer year. Functional testing found the pressure indicator was open but no air leaking was found. After the pressure gauge was changed it was working normally. The complaint was confirmed. Root cause was attributed to a defective pressure gauge and a labeling problem. Review of the device history records (DHR) recorded box labeling and pressure gauge labelling showed no discrepancy. Both shows identical manufacturing date of 2020-10-06. Therefore a non-conforming box label was applied by manufacturing. Investigation determined that incorrect box label was applied to the packing box during packaging. Email notification of the findings has been sent to manufacturing team supervisor requesting the findings be reviewed with the assemblers to help drive actions at preventing future similar assembly errors. The device was scrapped.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pressure gauge was displaying less than 200 mmhg (millimeters of mercury) and the manufacturing dates on the unit and box did not match. No patient involvement was reported.